Manufacturer narrative:
The device was received at spacelabs depot repair, and the reported problem was verified. The cpu pcba, with power supply, and associated nvram components were replaced. The repaired unit passed all functional tests and was restored to service. This report is complete and this particular issue is considered closed.

Event description:
Spacelabs received a report that on (B)(6) 2017, the data displayed on the monitor screen became frozen while the device was in use. No one was injured as a result of this event.